Event description:
It was reported that during a pre-use inspection. The subject rigid video scope device had the universal cord section cracked. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, poor image quality (knock noise) was found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord section cracked was due to the component failure of universal cord and the image quality was poor (knock noise) was due to component failure of distal end. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had the universal cord section cracked. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.